Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred approximately one hour into a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with a patient care technician (pct) who was familiar with the event. The pct reported that the blood leak was internal. The blood leak was visually observed in the dialysate compartment of the dialyzer, as well as in the hansens. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available for manufacturer evaluation.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred approximately one hour into a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with a patient care technician (pct) who was familiar with the event. The pct reported that the blood leak was internal. The blood leak was visually observed in the dialysate compartment of the dialyzer, as well as in the hansens. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The dialyzer was returned with the corporate provided blood port and adapter caps attached. There was blood noted throughout the fibers and in the header caps. During gross visual examination of the sample, a kinked and looped fiber was observed at approximately 0° on the cavity ID end with the ports positioned at 0°. Upon disassembly of the dialyzer, it was noted that one end of the kinked and looped fiber was not potted. Further examination of the sample did not identify any additional damage or irregularities. The dialyzer was not subjected to a leak test as looped fibers and potted fiber fragments are known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.